Manufacturer narrative:
Investigation summary: a visual inspection revealed that there were no non conformities, no signs of clinical usage, and no evidence of blood. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device did not pass the pre-cautery test; it did not produce energy or steam. Based upon these findings, the reported failure, "would not activate" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the unit would not activate. A new kit was used to complete the procedure. There were no patient effects. The event date is unknown, but it reportedly occurred within the past few weeks. The product was returned.